Manufacturer narrative:
Calibration and qc data was acceptable and gave no indication of a reagent or instrument issue. The customer was not using rack adapters. A field engineering specialist found pinch valve tubing that was broken and or deformed. He replaced the tubing. Based on the data that was provided, a clear root cause could not be determined. The investigation did not identify a product problem. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs stat assay results for 3 patients tested on a cobas 8000 e 602 module. Refer to the attachment for patient data. The results in question were not reported outside of the laboratory. The troponin t hs stat reagent lot was 396678 with an expiration date that was requested but not provided.